Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: review of the black box data revealed records from (B)(6)2018 thru (B)(6)2018. The black box history for the date of the alleged issue on (B)(6) 2017 had been overwritten due to continued use of the device for insulin delivery after the alleged issue occurred. The available insulin delivery totals correctly reflected the user programmed basal rates. The pump history revealed the pump was delivering the programmed basal rate until deliveries were discontinued by the user at 06:23 am on (B)(6)2018. The pump was powered on and exercised for 12 hours without any errors, alarm, warnings or delivery malfunctions. Accuracy testing confirmed the pump was delivering within the required specifications. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced a blood glucose above 250 mg/dl but less than 500 mg/dl with no signs or symptoms of hyperglycemia. This complaint is being reported because there is an allegation against the delivery function of the pump.